Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 67 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 for elevated lactate dehydrogenase (ldh). The patient did not have hematuria. Ramp echocardiogram revealed no evidence of pump dysfunction. A heparin infusion was used for treatment of elevated ldh. The ldh was 600 u/l when the patient was discharged. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.